Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted

Event description:
It was reported through a legal event that a (B)(6) female patient underwent hernia repair surgery on or about (B)(6) 2011. During the hernia repair surgery, the surgeon implanted two strattice meshes. The records indicate these were a strattice firm 16 x 20 and strattice firm 6 x 16 mesh. After surgery, the patient had several revision surgeries including: (B)(6) 2012, during which a strattice firm 10 x 16 mesh was implanted, (B)(6) 2014, revision surgery during which a strattice firm 16 x 20 mesh was implanted and (B)(6) 2015, surgery during which a strattice firm 20 x 40 mesh was implanted. This record is associated with the second strattice firm 6 x 16 mesh implanted on (B)(6) 2011. Record 2 of 5.

Event description:
This is follow up #1 to report on july 25th, 2022, pmqa received notification from legal that the lots associated with this event were found through discovery and are s10867-051 and s10811-073. This record is associated with s10811-073. Refer to medwatch 1000306051-2022-00051 for the investigation associated with s10867-051. As reported in the initial: it was reported through a legal event that a 63 year old female patient underwent hernia repair surgery on or about on (B)(6) 2011. During the hernia repair surgery, the surgeon implanted two strattice meshes. The records indicate these were a strattice firm 16 x 20 and strattice firm 6 x 16 mesh. After surgery, the patient had several revision surgeries including: on (B)(6) 2012, during which a strattice firm 10 x 16 mesh was implanted, on (B)(6) 2014, revision surgery during which a strattice firm 16 x 20 mesh was implanted and on (B)(6) 2015, surgery during which a strattice firm 20 x 40 mesh was implanted. This record is associated with the second strattice firm 6 x 16 mesh implanted on (B)(6)2011. Record 2 of 5.

Manufacturer narrative:
Additional and/or corrected data: internal investigation into strattice lot: s10811 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 08/04/2022, all of the (B)(4) devices released to finished goods have been distributed for lot: s10811 with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.